Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed a damaged knob pole clamp. The knob pole clamp was replaced to resolve the reported problem. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged knob pole clamp. No additional information is available.